Event description:
It was reported that on (B)(6) 2015, the xience v 2.5 x 18 mm was implanted in the patient. However, it had expired on (B)(6) 2015. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Use after expiration. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for device expiration issue from this lot. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: note the product use by date. Based on the reviewed information, no product deficiency was identified.